Manufacturer narrative:
Report confirmed. Initial temperature tests were conducted and results showed that device overheated above threshold at 8.1 deg f/sec. Further evaluation determined there were no signs of mechanical wear and tear on the components and test data indicated that all electrical components were operating as expected. The likely cause of the device overheating could not be determined. There is no evidence that any other failures during analysis were found that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending their evaluation results. Initial test was conducted and results showed that device overheated above threshold. Further evaluation is being performed to verify the cause and/or contributing factor of the overheating. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient or staff impact. Repair escalated to product event due to information received with the device indicating that the device overheated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.